Manufacturer narrative:
According to available information, no return of product is intended. Without a return of product, the reported allegation cannot be confirmed nor denied. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow-up visit, this right ventricular lead displayed oversensing which resulted in inappropriate therapy. Noise and oversensing were revealed on both the pace/sense and shock channels, however there was no asystole as a result of this issue. Shock impedance was stable. Fluoroscopy revealed a suspected lead fracture at the level of the proximal coil, however no x-ray was performed. An internal technical service consultant was contacted and reviewed the data. It was thought there was either a fracture or insulation damage between the lead's yoke and the device. A revision procedure was performed. Difficulty was encountered removing this lead; the lead was surgically abandoned (however not capped) and replaced. No adverse patient effects were reported.